Event description:
According to the product liability claim, an unidentified ligasure device was used during a lavh and bilateral salpingo-oophorectomy. The plaintiff alleges that during the procedure in 2007, her bowel was perforated, and that the perforation was not discovered, until 8 days post-op during an exploratory laparotomy. The complaint does not specifically state that this was a burn.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.